Event description:
As reported, a saber 6mm10cm 90 percutaneous transluminal angioplasty balloon catheter ruptured before it reached it's nominal pressure during a shunt procedure. The device was replaced with a non-cordis balloon catheter to complete the procedure. There was no injury reported to the patient. No kinks or other damages were noted prior to inserting the product into the patient. The burst occurred in the middle section of the balloon. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally and maintained negative pressure. The vessel tortuous to an unknown degree, had 99% stenosis and moderate calcification. The same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, or crossing the lesion. The catheter was in an acute bend, but did not kink while being used. The device ruptured at 6 atm, and was removed intact from the patient. The device is not being returned as it was discarded due to suspicion of infectious disease.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h6 and h10 as reported, a saber 6mm x 10cm 90 percutaneous transluminal angioplasty balloon catheter ruptured before it reached its nominal pressure during a shunt procedure. The device was replaced with a non-cordis balloon catheter to complete the procedure. There was no injury reported to the patient. No kinks or other damages were noted prior to inserting the product into the patient. The burst occurred in the middle section of the balloon. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally and maintained negative pressure. There was an unknown degree of vessel tortuosity, had 99% stenosis and moderate calcification. The same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was in an acute bend but did not kink while being used. The device ruptured at six atm and was removed intact from the patient. The device was not returned for evaluation as the device was discarded due to suspicion of infectious disease. A product history record (phr) review of lot 82185822 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity, stenosis and moderate calcification likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber 6mm10cm 90 percutaneous transluminal angioplasty balloon catheter ruptured before it reached it's nominal pressure during a shunt procedure. The device was replaced with a non-cordis balloon catheter to complete the procedure. There was no injury reported to the patient. The device is not being returned as it was discarded due to suspicion of infectious disease.